Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The femoral impactor broke. The red knob came off.

Manufacturer narrative:
The complaint states the femoral impactor broke. The red knob came off. The investigation confirmed the failure mode as reported. The device was reviewed by bioengineering and a report was received stating this failure has been adequately assessed within the risk management for the instrument (dva-105445-fde). The issue will continue to be monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Continued post market surveillance will be carried out per sep 419 in accordance with the post market surveillance plan dva-107550-pmsp. The root cause is attributed to design. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.